Manufacturer narrative:
Concomitant products: 6935m62 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to methicillin-resistant staphylococcus aureus (mrsa) infection. No further patient complications have been reported as a result of this event.